Event description:
An 84 year old woman was treated because of a partial staghorn stone. Blood dilution drugs were replaced by heparin more than one week before treatment. Shockwave doses remained within the recommended limits (3500/85%). Treatment was uneventful. After treatment internal bleedings were diagnosed caused by spleen rupture. The spleen was dissected by emergency.